Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation. Vyaire medical was not able to verify the customer complaint. However, log file analysis tool was utilized. But the logs provided which is downloaded on (B)(6) 2023 is not showing the alarm or calibration details. Later, the customer informed vyaire technical support that the issue resolved after repeating the calibration. Exact root cause not established. Assuming user fault during calibration as the issue was resolved after a re-calibration of the machine.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical problem with bellavista 1000 us getting technical failure 300 (device in failsafe) and technical failure 542 (scaled ventilation sensor value out of range - failsafe) after doing scale point calibration. Furthermore, there was no patient associated with the reported event.